Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported about scratches on optics after implantation of intraocular lens implantation. No other information was provided.

Manufacturer narrative:
The product was not returned for analysis. Only video was returned. Video review: video shows implanted iol. Lens preparation for implantation is not provided. Implanted iol is being rotated/positioned and a mark/line is visible over the optic edge. Based on our observation of the attached photo, a mark/line is visible over the optic edge. A definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).